Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that lcd screen and reservoir compartment was cracked. Customer reported that reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.